Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. If there is any further relevant info rec'd, a supplemental medwatch will be filed.

Event description:
It was reported that post-coronary drug eluting stenting treatment procedure, very late stent thrombosis occurred. Prior to the index procedure, in the emergency room the pt was treated nitroglycerin drip and heparin (heparin discontinued prior to leaving (ER). The right femoral artery was accessed with a 5 fr 10cm sheath, of which a 5fr jl 4.0 catheter and 0.35j x 145 cm guide wire was advanced and angiography was performed. A lesion was identified in the right coronary artery (rca). The guide wire was exchanged for a forte marker guide wire and advanced across the lesion site. Next a taxus express2 2.50x12mm stent was advanced and deployed in the rca at 16atms for 31 seconds. The stent delivery system was removed from the pt and then a quantum 2.75x8mm balloon was used to post-dilate at 11 atms for 31 seconds, 22 atms for 32 seconds and 24 atms for 31 seconds. The procedure was completed and no complications were reported. During the procedure the pt rec'd versed, integrilin, nitroglycerin, reopro and angiomax. The pt was given plavix 300mg post procedure and continued therapy until time of event. Approximately thirty two months post procedure the pt presented with chest pain and arrived in the cath lab with CPR in progress. The pt was in "fine ventricular fibrillation" and shocked at 120 joules which was unsuccessful. CPR was continued and epinephrine and atropine were administered. The pt was put on a ventilator. The right femoral artery was then accessed with a non-bsc 6fr introducer sheath, of which a 0.035 x 150cm j starter wire was advanced. Angiography was then performed with a jl 4.0 catheter and a jr 4.0 catheter and thrombosis was identified at the rca stent. A temporary pacemaker was inserted due to underlying heart block found upon admission. Next, angioplasty was performed with a non bsc 2.50x12mm balloon. After this, a non-bsc aspiration catheter was used to treat the thrombosis. Finally a veriflex (liberte') 3.50x32mm stent, veriflex (liberte') 3.50x12mm and a veriflex (liberte') 3.50x8mm stents were advanced and deployed in the proximal rca. The procedure was completed and no further complications were reported. The pt status is reported as "fine".